Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.

Event description:
The user facility reported that the mayfield skull clamp slipped on pt. The pt was undergoing a cervical posterior fusion. The skull clamp slipped during the procedure, but there was no injury. Mayfield disposable pediatric pins were used. The pins were inspected after the incident, but there was no defect noted. There were no post-operative complications noted.